Event description:
During evaluation of a returned spectrum pump, the device had intermittent keypad response on the '2' and '3' keys. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and identified intermittent keypad response on the '2' and '3' keys. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the keypad. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.